Manufacturer narrative:
This is a follow-up report for the initial report submitted with reference number 1820334-2019-00222 on 31jan2019. The subsequent follow-up dates include: follow-up #1 - sent on 13mar2019, follow-up #2 - sent on 18apr2019, follow-up #3 - sent on 19jul2019, follow-up #4 - sent on 30oct2019, follow-up #5 - sent on 08aug2022. This report is follow-up #6. B2 (date of death): this is the date that cook was notified of the patient¿s death. However, the exact date of the patient¿s death is unknown at this time. Corrected information: d4 (model #). Additional information: b1, b2, b5, h1 and h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: death. Unknown if the reported death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order for device. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided which indicates the patient has subsequently expired and allegation of wrongful death against the product has been received at this time. This is a follow-up report for the initial report submitted with reference number 1820334-2019-00222 on 31jan2019. The subsequent follow-up dates include: follow-up #1 - sent on 13mar2019, follow-up #2 - sent on 18apr2019, follow-up #3 - sent on 19jul2019, follow-up #4 - sent on 30oct2019, follow-up #5 - sent on 08aug2022. This report is follow-up #6.